Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a portion of the wake button became detached from the pump. There was no adverse impact the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.